Event description:
It was reported that the patient experienced arrhythmia on (B)(6) 2020 and (B)(6) 2020.

Manufacturer narrative:
This event was previously reported under MFR. #2916596-2020-03149. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remained ongoing on the heartmate ii left ventricular assistant device, serial number (B)(6), until they underwent a routine transplant on (B)(6) 2022. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.